Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that during patient treatment, a multifiltrate pro machine alarmed and the screen became inoperable. The nurse had no choice but to end the treatment early. The patient's blood in the bloodline was not returned. The facility¿s technician found that the touch screen was still blank after it was restarted. The technician determined that the screen was blank due to a defective pc board. They replaced the pc board and this resolved the issue. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
The event occurred approximately eleven hours into the treatment. The patient was on continuous venovenous hemodiafiltration (cvvhd). There was a continuous audible alarm which could not be cleared. No corresponding message was displayed and there was no reaction after pressing buttons. The operating hours on the machine read 2,880 hours. There was nothing visually unusual noted with the disposable supplies. The patient's treatment was not restarted. The patient's estimated blood loss (ebl) was 230 ml. The patient was administered a 200 ml blood infusion following the event, per standard procedure. It was confirmed the patient had not experienced an adverse reaction. A video of the alarm sounding was provided for review. Patient information was not provided.

Manufacturer narrative:
Additional information: d9, h3, h6 (health effect - clinical code) plant investigation: a sample was returned to the manufacturer for evaluation. A search for similar complaints was performed, and it revealed the existence of other complaints against the concerned part number. Machine files were not available for review. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿supplied materials¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The printed circuit board (pcb) did not start up, and no screen content was displayed. When an additional post-code adapter board was attached, the error number ¿25¿ was displayed on the adapter board during start-up. The part was sent to the manufacturer for further analysis, and the investigation will take place in scope of a supplier non-conformance report (sncr). Review of the instructions for use (IFU) was deemed unnecessary as the complaint was not related to the function or operation of the device, or to an operator handling error. On the basis of all investigations, the problem was resolved by the service technician during a service activity related to this complaint. The complaint was able to be confirmed and the cause was traced to a component failure of a supplied material.

Manufacturer narrative:
Additional information: b5, d10, h6 (health effect impact codes) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The event occurred approximately eleven hours into the treatment. The patient was on continuous venovenous hemodiafiltration (cvvhd). There was a continuous audible alarm which could not be cleared. No corresponding message was displayed and there was no reaction after pressing buttons. The operating hours on the machine read 2,880 hours. There was nothing visually unusual noted with the disposable supplies. The patient's treatment was not restarted. The patient's estimated blood loss (ebl) was 230 ml. The patient was administered a 200 ml blood infusion following the event, per standard procedure. It was confirmed the patient had not experienced an adverse reaction. A video of the alarm sounding was provided for review. Patient information was not provided.